Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump time was inaccurate due to malfunction. Reportedly, the customer corrected the time to address the issue. Customer's blood glucose level was 221 mg/dl.